Event description:
This device was explanted because it went into back up mode and was unable to be reset. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, detected on (B)(6) 2016. The eos status of the ICD was removed with a technical programmer and subsequently the device was found to be in back-up mode. Therefore, the device was reinitialized and subjected to an electrical analysis. First, the current consumption of the ICD was checked and found to be normal and as expected. At a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to a drop of the battery voltage. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. The electronic module was attached to an external power supply to recheck its functionality. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.